Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had horizontal stripes appear on the image when shaking the light control cable and image flash screen. The issue was found during reprocessing. There were no reports of patient involvement.